Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported flap created was thick and did not complete side cut. Flap side cut was completed on a different laser system. No patient harm has been reported. More information is requested.